Manufacturer narrative:
The reported event of misshapen helix was not confirmed. Final analysis found blood on inner helix and outer helix length within specification. The inner diameter of the device button is also within specifications. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix was misshapen. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction - e1 - should have been (B)(6) rather than (B)(6) correction - h10 - should have included the below DHR statement a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.